Manufacturer narrative:
Philips service replaced the bios battery, operating system hard drive, and angulation control circuit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that arch movement slow; os startup failure; 3d rotation not functional on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.